Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
--

Event description:
Additional information was provided that no action has been taken yet. It was noted, however, that the physician discussed that the lv lead is going to be replaced in the future.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. An x-ray of the device header found the lv tip, lv ring, and right atrial header wires were fractured. All other header wires were intact. Detailed analysis revealed that the lv tip and lv ring header wires fractured due to fatigue as a result of the weakened header bond. Based on all the ra impedance measurements being normal while implanted, it was concluded that the ra header wire was fractured during or after explant. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded decreased left ventricular (lv) sensing and increased pacing thresholds measurements. Sudden, out of range lv impedances of greater than 2000 ohms were also noted. It was noted that the patient was symptomatic with the loss of lv pacing. Technical services (ts) discussed a possible lead fracture. A chest x-ray was being performed and a lead replacement was being discussed. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that lv impedances were again greater than 2,000 ohms. A revision procedure was performed. During the procedure, the patient's lv lead and adapter were checked and appeared to look okay. Inspection of the device revealed that the header was not stable. The device was explanted and successfully replaced. Additional information was later provided that the device had originally been implanted in a sub-pectoral location, and was subsequently moved to a subcutaneous location during a previous lead revision. No adverse patient effects were reported. The device was later returned for analysis.